Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in the warehouse. Two opened samples were received. The ampule received has been optically evaluated and a defect in the tip of the ampoule was found. Tip is bent. The leakage of the glue occurs at this point. A review of the batch manufacturing record revealed this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the results of the sample received do not fulfill the OEM specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. No corrective/preventive actions are needed.

Event description:
It was reported by the healthcare professional "after opening the ampoule, glue leakage was discovered." The complaint quantity is five (5). Two (2) of them will be returned, and the others have been discarded. This was found prior to patient contact. All med watch submissions related to this event are: 3003639970-2019-00034; 3003639970-2019-00035; 3003639970-2019-00036; (this report device discarded); 3003639970-2019-00038.